Event description:
The customer stated that the insulin pump alarmed motor error when rewinding. The customer's blood glucose reading was 141 mg/dl. The customer was advised to revert to a backup plan to treat her blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during bolus delivery and failed the displacement test due to the motor encoder signal being out of phase.